Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that intermittently over the past few months, when the patient made a change to the therapy and then pulled the antenna away from his body, he got a ¿pretty strong jolt¿ in the therapy area (lower back). The rep reported that this lasted until he used the programmer again to turn stimulation down. It was noted that this didn¿t happen every time. The rep reported that there have been no falls or traumas, no weight loss or gain. Impedances were within normal range. It was unknown if the ins was loose in the pocket. Adaptive stimulation was enabled. The rep reported that this happened on different programs. The rep was going to try to replicate the issue in office and check the adaptive stimulation orientation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the intermittent jolt was undetermined. New programming was tried but it continued to happen without any relation to what program was being used or if adaptive stimulation was on or off. The issue was not resolved.